Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the treatment of an abdominal aortic aneurysm in 2000. It is reported that the aneurysm had an aortic neck diameter of 20mm and a neck length of 14mm without much angulation. Vessel morphology is unknown. It is reported that on follow-up CT in 2001, the device had migrated into the sac. Due to the position of the stent graft, an aortic cuff was not placed, and the physician decided to surgically convert the pt later in 2001. The pt is fine and no add'l clinical sequelae are reported. It is reported that films will be sent to medtronic ave for eval. It is stated the graft had been scanned with a helical CT at intervals of 1 month, 3 months, and then 6 monthly to date of explantation. Clinically, the aneurysm was pulsatile and the most recent scan showed the stent had slipped from its proximal landing site into the aneurysm sac. Medtronic ave has received the explanted device; investigation and eval is pending. It is reported that during the explant the physician experienced difficulty in removing the endograft, consequently damaging the fabric and nitinol rings due to the endograft being incorporated into the arterial wall.